Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.  The plastic components may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.  The plastic components may break into small pieces, posing the risk of a small component becoming lost in a surgical site.